Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 512 mg/dl today and her blood glucose has since declined to 312 mg/dl after she changed her infusion set and reservoir. The customer was worried that she would run out of supplies since the high blood glucose caused her to change her set five times. The customer's blood glucose exceeded 1,000 mg/dl at some point during those five set changes. Additionally, the customer mentioned that she was found unconscious due to a low blood glucose below 20 mg/dl. The customer had experienced 56 hypoglycemic episodes since (B)(6). Troubleshooting was declined; the customer may call back to perform a high pressure test. No products were returned and a replacement infusion set and reservoir were shipped to the customer.